Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous potassium (k) results generated by the unicel dxc 800 synchron clinical systems. The specimens were re-tested on a different instrument. Actual results were not supplied. No false results were reported out of the lab. There was no effect to patient treatment.

Manufacturer narrative:
The system is calibrated every 24 hours and qc is run every 8 hours. Qc results run immediately after calibration were within the lab's established ranges. On a later run, the customer noted that qc was out of range. A field service engineer (fse) was dispatched: the fse inspected the ise system and did not find any hardware problems. The fse replaced some parts and decontaminated the ise system. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.